Event description:
Rptr still has back pain after the removal of plates. She has bladder problems, and now she has very bad arthritis in her back and hip area. 1) surgery june 93. 2) surgery may 94 stomach. 3) surgery removed plates and screws.